Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 142 mg/dl and 243 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is month of (B)(6) 2016. The customer did not provide the meter memory for previous test result history. Adverse event not reported.